Event description:
The international customer reported that the ventilator went vent inop due to a data acquisition pcba adc reference failure. The customer reported the device was not in use therefore there was no patient involvement or harm. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. The manufacturer's service representative reported a data acquisition pcb to motor controller pcb cable has been ordered for service of the reported problem.